Event description:
Biomed states during procedure, there was spraying (sparking) on the patient. Customer feels it was due to a solution used on the patient before the procedure, and it wasn't allowed to dry. Customer wants unit checked out. When asked if there had been a patient injury, biomedical engineer said no report had been filed. Received information with returned system 2450 that patient has a 1/4" burn around actual incision.

Manufacturer narrative:
The system 2450 operators manual states the following: 1.1.2 cautions for patient preparation. Electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site. They may be present in the form of an anesthetic, life support, skin preparation agent, produced by natural processes within body cavities or originate in surgical drapes, tracheal tubes or other materials. There is a risk of pooling of flammable solutions in body depressions such as the umbilicus and in body cavities, such as the vagina. Any fluid pooled in these areas should be removed before the high frequency surgical equipment is used.